Manufacturer narrative:
During the functional testing, the platform intermittently displayed the user advisory (ua) 41 error message. It was determined that the temperature sensor may have had some intermittent technical problems that could not be consistently identified during the functional testing and/or there was a loose connection between the temperature sensor cabling and the power distribution board (pdb), which resulted in intermittent occurrences of the user advisory (ua) 41 error messages. A review of the autopulse platform archive revealed that frequent daily checks were performed by the customer. During the visual inspection, a damaged bottom enclosure was noted. The observed physical damage is appeared to be the characteristics of normal wear and tear and/or user mishandling. The autopulse platform is a reusable device and was manufactured in june 2015, has exceeded its expected service life of 5 years. The damaged bottom enclosure was replaced to address the issue. During further investigation, the temperature sensor cabling was checked by blowing hot and cool air directly to the location of the temperature sensor mounted, and the sensor responded respectively to the temperature increase/decrease. Nevertheless, the power distribution board (pdb) and temperature sensor cabling were replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be consistently identified during the functional testing and/or there was a loose connection between the temperature sensor cabling and the power distribution board (pdb), leading to the intermittent occurrences of the user advisory (ua) 41 error messages. A review of the archive data was performed and showed multiple user advisory (ua) 41 error messages occurred around the reported event date, thus confirming the reported complaint. Further review of the archive showed the user advisory (ua) 18 (max take-up revolutions exceeded) error messages. The error message was cleared by the user and was not reproduced during functional testing. User advisory (ua) 18 is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During the investigation on (B)(6) 2020, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message. No patient involvement.